Manufacturer narrative:
Additional narrative: philips has investigated this complaint. A philips service engineer inspected the system onsite and found that the wireless charger connector pins were damaged on both the male and female side. The issue was solved by replacing the wireless footswitch and the wireless footswitch charger. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. System was not in clinical use. Philips has started an investigation of this complaint.